Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 38 x 3.00 promus premier¿ drug eluting stent was selected for use to treat the lesion. After unpacking the device, the stent was handed into the sterile field while still inside its housing. After removing the plastic tubing from the case, the physician apparently noted that the stent appeared to have a strut or two lifted or "sitting slightly proud". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable throughout.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the tip section of the device. The stent was damaged. The struts on the three most proximal rows were raised off the balloon material and misaligned. This type of damage is consistent with the stent encountering an obstruction or some form of resistance. It was specified in the event description that this damage was found after the nurse removed the ¿plastic tubing from the housing¿. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 38 x 3.00 promus premier¿ drug eluting stent was selected for use to treat the lesion. After unpacking the device, the stent was handed into the sterile field while still inside its housing. After removing the plastic tubing from the case, the physician apparently noted that the stent appeared to have a strut or two lifted or "sitting slightly proud." The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable throughout.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).